Event description:
Upon interrogation and normal mode testing, it was revealed that he pt had a lead impedance higher than 10,000 ohms. The results were the same on system dx. The patient is being referred for full revision. Replacement surgery occurred on (B)(6) 2013. The explanted device was returned on (B)(6) 2013 and is pending product analysis. Follow up found that no patient manipulation or trauma is believed to have caused or contributed to the event. No other information was provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.